Event description:
Caller states the coaguchek xs meter produced a result of 3.2 inr with no substance applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.